Event description:
It was reported the patient had random surges of stimulation. It was noted the patient hit the back of her neurostimulator on the couch and ever since then, she had had 8 total events, where while sitting on the couch she got a random surge of stimulation through the whole body. It was reported standing up relieved the problem. It was noted the patient did have sensor/adaptivestim activated. It was logged the event always happened in the same position, in chair or recliner in the living room. It was reported there was no power equipment or emi in the room or area. It was reported an impedance test at 3.0v showed all electrodes to be normal. It was noted that the reference electrodes were all between 1000 to 1200 ohms. It was reported the location of stimulation coverage had not changed or anything and was still in the same places. It was reported that the patient sitting or standing were the upright position, and the lying voltage was at 2.7v and upright was at 3.0 so not so drastic of a difference. It was then reported the surge did not happen in the normal paresthesia area, but in the arms, chest, back, and everywhere. It was reported the normal area was only the legs and low back and the leads were placed at t7. It was logged they tried palpation with no luck eliciting any response. It was then noted they were only using the 0-7 lead, not the 8-15 lead. It was reported the patient would keep a diary of when it happened going forward.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).